Event description:
Healthcare professional reported "intracapsular rupture" and "focal thickening" against the left side. Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified a broken device; seems to be for the left side. There are no attached photographs, only video, for this reason there are no more observations. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Additional, changed, and/or corrected data: b.5., h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "intracapsular rupture" against the left side. Device remains implanted.